Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2007. Revision due to possible infection.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of suspected infection. However, as stated in the experience report, infection was not confirmed with the cultures taken.

Event description:
Index surgery: (B)(6) 2007. Revision due to possible infection.